Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a high blood glucose of 244 mg/dl after not announcing a breakfast meal while using the ilet system, and glucose values were confirmed to be trending downward during the call. Symptoms included hyperglycemia without reported adverse effects. Outcomes included no need for medical or third-party assistance and no hospitalization. Investigation included customer education and operational support, including confirming glycemic trend, counseling on missed meal announcement, and assisting with time settings. Investigation of this case revealed user error related to a missed meal announcement with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction contributing to hyperglycemia.